Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of cystocele, uterine prolapse, vaginal vault prolapse and rectum prolapse. It was reported that after the implant, the patient experienced prolapse, diverticulitis, difficulties with bowel motions, some loss of control of bowel and bladder, urinary incontinence, cystitis thrush, utis, pelvic trauma/prolapse, discomfort, infection, uterine prolapse, vaginal vault prolapse, sexual intercourse reported with urinary incontinence, disability, emotional changes, recurrent prolapse, erosion, protrusion and extrusion of mesh, escherichia coli/mixed organisms, pain, mesh exposure, vaginal thrush, urinary urgency, infections, vaginal dryness, overactive bladder, urinary frequency, burning sensation, itching, vaginal atrophy, vaginal candiasis, nocturia, obstruction when standing, and adhesions. Post-operative patient treatment included colonoscopies, medication, physiotherapy, removal of mesh, urethral dilation, and cystoscopy.